Event description:
It was reported that the right ventricular autothreshold (rvat) test was "all over". Technical services (ts) reviewed the reports and noted that this right ventricular (rv)'s threshold was on trend. Ts suggested reprogramming and troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that there were concerns this right ventricular (rv) lead exhibited loss of capture (loc) intermittently. Technical services (ts) reviewed the reports and agreed with the suspicions. Ts recommended in-person threshold testing. The lead remains in use. No adverse patient effects were reported.